Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation against a non-allergan device. The event for this record is no longer reportable. The device has been explanted.

Manufacturer narrative:
Continued d.1 brand name: non-allergan breast implant. Continued d.2 common device name. Continued d.2 product code. Continued d.4 serial number: ni. Continued d.4 lot number: n.I continued d.4 device catalog: non-allergan breast implant. Continued d.4 UDI: ni. Healthcare professional reported left side deflation against a non-allergan device. The event for this record is no longer reportable. The device has been explanted. Additional, corrected and/or changed data.